Event description:
Esrd pt approx 2 1/2 hrs after start of dialysis complaint feeling "weird". Complaint of tingling in chest right side of neck and believed right eye. Complaint of sob, color grey. Blood pump segment of arterial line kinked. Blood pressure 86/58. Treatment stopped. No blood returned. Sent to ed. Admitted to hosp with diagnosis of hemolysis.